Manufacturer narrative:
The manufacture facility was unknown. (B)(6). The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the coupling head was damaged and the device would not accept attachments. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during a hallux valgus correction surgery the small battery drive device was not working. There a reported delay of ten minutes to the planned surgical procedure as a result. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly